Event description:
It was reported by the patient that,"your prostep medullary rod toggles in the metatarsal bone shaft, destroying my metatarsal bone. I need bone grafting. The screw that should have been secured in the distal osteotomy segment was in soft tissue causing nonunion and avn. I developed extreme pain and a palpable screw head. The intramedullary implant was loose and toggling as early as post op weeks 1 and 3. The podiatrist would not disclose the problem until I discovered it at week 16. I will have numerous surgeries revisions and bone grafting patient will have a revision on (B)(6) 2022 to have a screw removed and have the rod out of metatarsal shaft."

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Device not returned.

Manufacturer narrative:
The reported event (implant - loosening postoperative) could be confirmed, since revision operative reports were provided that indicate the allegation as the reason for revision. Although the allegation could be confirmed, a definitive root cause could not be determined. Radiographic images provided were post revision. Without images post initial implant and pre revision, no further assessment can be made. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported by the patient that,"your prostep medullary rod toggles in the metatarsal bone shaft, destroying my metatarsal bone. I need bone grafting. The screw that should have been secured in the distal osteotomy segment was in soft tissue causing nonunion and avn. I developed extreme pain and a palpable screw head. The intramedullary implant was loose and toggling as early as post op weeks 1 and 3. The podiatrist would not disclose the problem until I discovered it at week 16. I will have numerous surgeries revisions and bone grafting patient will have a revision on (B)(6) 2022 to have a screw removed and have the rod out of metatarsal shaft."

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported on mw5109312 by the patient that,"your prostep medullary rod toggles in the metatarsal bone shaft, destroying my metatarsal bone. I need bone grafting. The screw that should have been secured in the distal osteotomy segment was in soft tissue causing nonunion and avn. I developed extreme pain and a palpable screw head. The intramedullary implant was loose and toggling as early as post op weeks 1 and 3.the podiatrist would not disclose the problem until I discovered it at week 16. I will have numerous surgeries revisions and bone grafting patient will have a revision on (B)(6) 2022 to have a screw removed and have the rod out of metatarsal shaft."